Event description:
The suspect meter showed variation in test results when compared to the lab. Test results reported as follows: inratio = 5.1; lab = 7.1. Further follow up to be performed.

Event description:
The suspect meter showed variation in test results when compared to the lab. Test results reported as follows: inratio =5.1; lab=7.1. Further follow up to be performed.